Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. . The reported problem (damaged belt connector, gong alarms) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor, causing the gong alarms. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms and that their belt had a damaged connector.